Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was spinal pain indications. It was reported that the reason for the call was that the patient representative (caller) wanted to know how they would know if the pump was not working. The caller stated that the patient had pump replaced on (B)(6) 2024 and since then they have had "several episodes of more specificity than before they had the pump replaced". The caller said the patient is paraplegic and has "autoimmune reflex action" where they have "a series of going into shock", "severe headaches", and their legs are "retracting back into their stomach". The caller also mentioned the patient was airlifted to the hospital for four days and they "can't find any reason why this is happening". The caller confirmed they are not hearing any alarms coming from the pump. The caller asked if there might be a "timing issue" between the doses in the pump because their withdrawal symptoms are intermittent. The manufacturer's patient services specialist (pss) redirected the caller to healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.